Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during debridement of knee joint, inside the patient, using tristar 50 icw the tip fall off when use. The procedure finished with a smith and nephew backup device. Surgical delay less than or equal to 30 mins. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: g4, h2, h3, h6. The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows the electrode is detached. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the customer provided image shows a detached electrode. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force.